Event description:
A hospital reported that a quantity of 2 rt042 nasal masks has come apart at the silicone seal while in use. No patient consequence was reported.

Manufacturer narrative:
Add'l lot # 071018. Add'l MFR date: 10/18/2007. Method: the devices were not returned to the manufacturer for inspection. An investigation was carried out based on the event description. Results: we were interpreting the seal 'coming apart' as the seal separating from the mask base. The seal is held to the base of the mask by an interference fit. The seal may have experienced some sideways pulling that caused it to separate from the mask base. We cannot, however, say for certain what caused the separation. A lot check revealed no other similar complaints for these lot numbers. Conclusion: our monitoring and trending shows that this is the first of this type of complaint we have received since the product was revealed in september 2006.